Event description:
It was reported that during a radiofrequency (rf) ablation procedure, circumferential pericardial effusion was noted. The pericardial effusion resolved with corticosteroid/anti-inflammatory medication. Three of the four pulmonary veins (pv) were isolated but the left superior pulmonary vein (lspv) was not isolated. The outcome of the procedure was successful. The patient's existing hospitalization was prolonged. The patient is part of a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that echocardiograms were performed to diagnose the pericardial effusion and circumferential pericardial effusion.